Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The patient¿s blood glucose level was 390 mg/dl. Troubleshooting was performed. Customer advised the issue remained unresolved and a battery cap would be sent out. The insulin pump is not expected to be returned for analysis.